Event description:
Information received from the field does not address the patient's clinical status but notes that during a post implant follow-up, the event histogram data could not be obtained. The programmer was rebooted and the device was programmed to an av delay of 31ms to confirm that the microprocessor was functioning. The patient was sent home.